Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a product performance issue. The patient underwent surgical intervention to surgically abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a conductor fracture. The patient underwent surgical intervention to surgically abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was found to have a conductor fracture and had noise that was not electromagnetic interference (emi). The patient underwent surgical intervention to surgically abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.